Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes >7.0 v capture thresholds, poor sensing, and impedance of 350 ohms. Repositioning achieved a threshold of 2.0 v but with manipulation, intermittent exit block was noted at 3.0 to 4.0 v.